Manufacturer narrative:
(B)(4).

Event description:
Received info the pt had her device explanted about a month after implant, due to a "(B)(6)". The infection is now cleared up. Add'l info has been requested and if received, a f/u report will be sent.